Event description:
A medtronic representative reported that during a navigated biopsy, the surgeon was unable to track the biopsy needle after locking the trajectory. She moved the camera and re-locked the trajectory with no success. She also tried two additional needles in the case, but was unable to track the needles. There was approximately a 30 minute delay to therapy. The surgeon chose to discontinue the use of navigation and the surgery, as it was too deep to freehand a needle. The rescheduled surgery went great and there were no issues with either the navigation system or needles.

Manufacturer narrative:
The biopsy needles used in procedure were disposed of by the site and were not available for analysis. A medtronic representative went to the site to test the equipment. All of the instruments tracked normally and a system checkout showed that the navigation system was fully functional. The reported event could not be duplicated by medtronic personnel. The rep provided the site with the results of the onsite testing. The site has completed subsequent cases with no further issues.